Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of bacterial peritonitis with culture positive for streptococcus viridans, nausea, vomiting, fatigue, and suspicion of a defect in the tubing for influx of the solution in a patient coincident with dianeal unknown therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date, a peritoneal dialysis complication, described as suspicion of a defect in the tubing for influx of the solution had occurred. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by abdominal pain and cloudy effluent, nausea, vomiting and fatigue that did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with amikacin (125mg, daily, ip) and a 14 day course of vancomycin (2gm, weekly, ip). On (B)(6) 2011, remedial therapy with amikacin was discontinued. The root cause of the bacterial peritonitis was a suspicion of a defect in the tubing for influx of the solution. Dianeal unknown bag therapy was ongoing. At the time of this report, the event of bacterial peritonitis with culture positive for streptococcus viridans was ongoing and improved. It was not reported whether the events of nausea, vomiting, fatigue or suspicion of a defect in the tubing for influx of the solution had resolved. The physician considered the event of bacterial peritonitis with culture positive for streptococcus viridans to be unrelated to dianeal unknown bag therapy. The physician did not provide an assessment of causality for the events of nausea, vomiting, fatigue or suspicion of a defect in the tubing for influx of the solution.